Event description:
The patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted. Approximately 1 week post index procedure, patient death occurred. Cause of death is unknown. The investigator did not indicate whether the reported event was related to the study device.

Manufacturer narrative:
(B)(4): myocardial infarction/dissection.

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the mid lad. During implantation of the stents to the proximal circumflex a dissection occurred. On the same day as index procedure the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Six days post index procedure, patient death occurred. Cause of death cardiogenic shock and myocardial infarction. The investigator indicated that the reported event was unrelated to the study device. Reference MFR report numbers 9612164-2012-00022, 9612164-2012-00084 and 9612164-2012-00085.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).